Event description:
It was reported that transient double vision occurred approximately two years after a successful stent (subject device) assisted coiling procedure of an unruptured aneurysm in the left vertebral artery. The symptoms faded within a day, no anomalies were found on the MRI (magnetic resonance imaging), and antiplatelet medication was administered. The physician could not completely deny that the thromboembolism distal to the blood vessel was caused by the stent. No other information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, an analysis could not be performed. Because the reported event is a known physiological effect of the procedure and patient condition noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned to this event.

Event description:
It was reported that transient double vision occurred approximately two years after a successful stent (subject device) assisted coiling procedure of an unruptured aneurysm in the left vertebral artery. Twelve coils were used. The symptoms faded within a day, no anomalies were found on the MRI (magnetic resonance imaging), and antiplatelet medication was administered. The cause for the transient double vision was thromboembolism which at the distal portion of the blood vessel which had a deployed stent. The physician could not completely deny that the thromboembolism distal to the blood vessel was caused by the stent. The current patient condition is recovered.

Manufacturer narrative:
The subject device was not returned.

Event description:
It was reported that transient double vision occurred approximately two years after a successful stent (subject device) assisted coiling procedure of an unruptured aneurysm in the left vertebral artery. Twelve coils were used. The symptoms faded within a day, no anomalies were found on the MRI (magnetic resonance imaging), and antiplatelet medication was administered. The cause for the transient double vision was thromboembolism which at the distal portion of the blood vessel which had a deployed stent. The physician could not completely deny that the thromboembolism distal to the blood vessel was caused by the stent. The current patient condition is recovered.